Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation. Therefore, the reported condition cannot be confirmed and/or duplicated. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the trigger of the battery handpiece device was broken in two pieces. It was reported that there was a 5-minute delay in the procedure due to the event. It was not reported if there was a spare device available for use. It was reported that the procedure was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The handpiece device was evaluated and the reported condition that the trigger of the device had fell apart/unattached device was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the trigger of the handpiece device was broken/fractured, the device would not hold/secure the battery, sticky trigger, component damage, unable to be assembled, and failed leak test. It was further determined that the device failed pretest for general condition, leakage test, check the cannulation, check for sticky triggers, and check falling out protection (steel ring). Therefore, the reported condition that the trigger of the device was broken was confirmed. The assignable root cause of these conditions was determined to be traced to component failure due to normal wear.